Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter was reading in the incorrect unit of measurement. In 2005, the medical affairs specialist (mas) spoke with the patient to obtain verify the following information: last month (the patient did not recall the specific date) the patient obtained a result of 18.9 mmol/l (converts to 340mg/dl) on the reported meter in the am. He interpreted the result to be 189mg/dl. He took his usual am dose of 40 units 70/30 novolin insulin. Later in the morning he took a family member to the hospital for a preoperative appointment. While he was at the hospital, he began to feel jittery and was urinating frequently. Family member took him to the emergency room, where a result of 461 mg/dl was obtained on the ER device. The patient did not know the time difference between his meter result and the ER result, he was treated with IV fluid and insulin. He was released from the ER at about 5:00pm. The customer service agent (csa) confirmed that the meter was set to mmol/l instead of mg/dl. The patient said he did not remember changing any settings in the meter. He could not recall how long the meter result had included a decimal point. He told the mas he would have called his doctor if he had known that his blood glucose result was over 300. The complaint is classified as an adverse event because treatment of the patient hyperglycemia was delayed due to his misinterpretation of the meter results.